Manufacturer narrative:
The device was received with intermittent buttons due to moisture damage at keypad traces. The pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The pump was also received with minor scratched lcd window, and cracked belt clip slot. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device had intermittent button response. It was reported that the customer's blood glucose was 70mg/dl. Troubleshooting was reported to be conducted. It was reported that the device would be replaced.